Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that there was an inaccurate delivery of insulin. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Submitted 09/01/2015 as follow-up #1: upon review of the contact made on 08/04/2015, it was determined that there was no product malfunction issue. The reporter also alleged that the patient had an elevated blood glucose (bg) of 589mg/dl on 8/8/2015 with trace ketones and difficulty walking up. Insulin via syringe was given to lower the bg. Troubleshooting with customer support (cs) found the bolus and basal histories were correct, the time and date accurate, no potential cause of inaccurate delivery. Patient received no unusual treatment and resumed pump use. Cs referred the patient to a health care provider for diabetes management training. This bg excursion is not being reported as cs attributed it to diabetes management factors. This report is being made to clarify that there was no product malfunction.